Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation revision surgery with a 350cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 15, 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2021, mentor became aware that patient's lot number: 6449513. A manufacturing record evaluation was performed for the finished device 6449513 number, and no non-conformances were identified. On november 25, 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on december 5, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 350cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).